Manufacturer narrative:
Product complaint #(B)(4). Section b5: additional event information was received on 09-feb-2023. Summary of relevant information provided: there was no device performance issue as related to the embotrap device during the procedure. Per the MRI, the new stroke was due to a large vessel occlusion (lvo) in the basal ganglia and cortical. Also, there was a new small cortical stroke located on the right hemisphere, which is not related to the procedure. It¿s probably because of the patient´s baseline atrial fibrillation. The event did not lead to any permanent deficits. Nihss before the procedure was 16, and after the procedure 10 (at discharge). (Mrs 5 to 4). The event did not lead to a prolongation of hospitalization. The patient was discharged on (B)(6) 2023. Complaint conclusion: as reported via the excellent study, an 80-year-old female (subject (B)(6)) with a history of atrial fibrillation, presented with a witnessed stroke on (B)(6) 2022 with an mtici score of 0 and nihss score of 16. The suspected origin of the embolism was cardioembolic. Intravenous tissue plasminogen activator (tpa) was administered at the time of stroke presentation. The patient underwent an endovascular mechanical thrombectomy on (B)(6)2022. The first pass was made using a 5 mm x 37 mm embotrap iii (et307537/22h092av) device at the right carotid artery terminus and resulted in an mtici score of 1, with no clot retrieval. The second pass was made using a 4 mm x 28 mm trevo stent retriever (stryker) at the right m1 segment of the middle cerebral artery and resulted in an mtici score of 2b, with clot retrieval in the stent retriever. The previous device was changed due to a persistent clot. During both passes, an unspecified guidewire was used. Also, a 0.021 trevo microcatheter, an 8 flowgate 2 balloon guide, and a 0.06/0.067 axs catalyst intermediate catheter were used during both passes. No further passes were made. The final mtici score was 2c. On (B)(6) 2022 the patient experienced a new stroke, which was assessed by the principal investigator as moderate in severity, not serious, and possibly related to the embotrap device, and to the primary procedure. The patient was medically treated. The event is resolving, and the patient is recovering. Modified information received on 01-feb-2023 indicated that in the opinion of the investigator and in accordance with the list of expected events in the protocol and instructions for use, the adverse event of stroke is expected/anticipated. Modified information received on 8-feb-2023. Summary of relevant information provided: the adverse event name has been updated in the clinical study database to ¿cortical stroke right hemisphere¿ with the outcome of recovered/resolved and end date of (B)(6) 2023. There is no new information that alters the previous file type determination, coding, reportability determinations, and/or the processing of the file. Additional event information was received on 09-feb-2023. Summary of relevant information provided: there was no device performance issue as related to the embotrap device during the procedure. Per the MRI, the new stroke was due to a large vessel occlusion (lvo) in the basal ganglia and cortical. Also, there was a new small cortical stroke located on the right hemisphere, which is not related to the procedure. It¿s probably because of the patient´s baseline atrial fibrillation. The event did not lead to any permanent deficits. Nihss before the procedure was 16, and after the procedure 10 (at discharge). (Mrs 5 to 4). The event did not lead to a prolongation of hospitalization. The patient was discharged on (B)(6) 2023. The device was discarded; therefore, no further investigation can be performed. A review of the DHR records confirms that there were no issues with the assembly of the lots (sub-assembly and top assembly), all rejects were accounted for during the DHR review. Stroke is a known potential complication associated with the use of the embotrap iii revascularization device and is listed in the instructions for use (IFU) as such. Removal and exchange of devices is common routine practice in endovascular procedures. In this case, the device was removed and replaced before the three allowed retrieval attempts per the IFU. There is no alleged product malfunction or evidence to suggest that the device failed to meet its performance specification. However, the principal investigator assessed this event as possibly related to the device and primary procedure. Therefore, this event does meet MDR reporting criteria as a ¿serious injury¿. The file will be re-reviewed if additional information is received at a later date. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: modified information received on 15-jun-2023. Summary of relevant information provided: the severity of the adverse event ¿stroke in the basal ganglia¿ was changed from mild to moderate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint : (B)(4). Information regarding patient weight, height, race, and ethnicity was not reported. Patient identifier : (B)(6). The device was discarded, therefore, no further investigation can be performed. A review of the DHR records confirms that there were no issues with the assembly of the lots (sub-assembly and top assembly), all rejects were accounted for during the DHR review. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported via the excellent study, an 80-year-old female (subject (B)(6)) with a history of atrial fibrillation, presented with a witnessed stroke on (B)(6) 2022 with mtici score of 0 and nihss score of 16. The suspected origin of the embolism was cardioembolic. Intravenous tissue plasminogen activator (tpa) was administered at the time of stroke presentation. The patient underwent an endovascular mechanical thrombectomy on (B)(6) 2022. The first pass was made using a 5 mm x 37 mm embotrap iii (et307537/22h092av) device at the right carotid artery terminus and resulted in an mtici score of 1, with no clot retrieval. The second pass was made using a 4 mm x 28 mm trevo stent retriever (stryker) at the right m1 segment of the middle cerebral artery and resulted in an mtici score of 2b, with clot retrieval in the stent retriever. The previous device was changed due to a persistent clot. During both passes, an unspecified guidewire was used. Also, a 0.021 trevo microcatheter, an 8 flowgate 2 balloon guide, and a 0.06/0.067 axs catalyst intermediate catheter were used during both passes. No further passes were made. The final mtici score was 2c. On (B)(6) 2022 the patient experienced a new stroke, which was assessed by the principal investigator as moderate in severity, not serious, and possibly related to the embotrap device, and to the primary procedure. The patient was medically treated. The event is resolving, and the patient is recovering.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: modified information received on 01-feb-2023 indicated that in the opinion of the investigator and in accordance with the list of expected events in the protocol and instructions for use, the adverse event of stroke is expected/anticipated. Modified information received on 8-feb-2023. Summary of relevant information provided: the adverse event name has been updated in the clinical study database to ¿cortical stroke right hemisphere¿ with the outcome of recovered/resolved and an end date of (B)(6) 2023. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.